Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2024, it was reported by a sales representative via sems-06714242 that an 1272-000 targeting guide arm has a top screw that came out of it, resulting in the pieces not fitting together. This occurred during use in a case with no patient effect.